Event description:
The manufacturer received information alleging that a ventilator had a circuit disconnected error occur. There was no harm or injury reported. During the evaluation of the device the error log was checked and confirmed that there was no error indicating a device failure. Testing was performed and no abnormality was confirmed. The device was checked overall, cleaned, calibrated, and passed final testing, unit was operating properly.